Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a routine device exchange. During procedure, the left subclavian vein was found to be occluded so the doctor had to access the right side. The physician as unable to get satisfactory sensing measurements from the new right ventricular lead. The lead was not used and replaced. The patient was stable post procedure.